Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31952. It was reported that the patient's perm implant surgery on (B)(6) 2020 was abandoned as the physician was unable to implant the leads due to patient anatomy. No products were implanted and the patient was referred out to a neurosurgeon for a paddle lead placement on a later date.